Manufacturer narrative:
(B)(4). Batch # unk. Day unknown. Only month ((B)(6)) and year (2018) are known. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a distal gastrectomy, the surgeon found that knife blade pointed out on the stapler reload after firing when he open and separate the two halves of the stapler from each other. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # m5209h. Device evaluation: the analysis results found that the tlc55 device was received with no apparent damage and with a reload loaded in the device. The reload was returned fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.